Event description:
As reported via the edwards clinical specialist, during a transcatheter aortic valve replacement (tavr) procedure, there was intimal tearing noted at the access site when attempting to insert the 22mm edwards sheath which required a surgical patch repair of the arteriotomy. Per the case, a cut down was performed by the thoracic surgeon. Serial dilation was performed but there was significant resistant upon insertion of 25f dilator. Then the 22 fr edwards sheath was partially inserted but was stopped when tearing was noted at the arteriotomy site. The sheath was removed and replaced with a 14 fr check flo sheath. Bav was performed which was achieved acceptable results. Upon removal of the 14fr sheath, the surgeon noted significant tearing of the vascular intima. Patch repair was performed and fluoroscopy confirmed adequate flow down the femoral artery. Patient was on plavix from a recent coronary intervention so there was moderate blood loss during the procedure. Three units of blood were transfused intraoperatively. The patient did not receive a sapien valve as the bav was effective. The patient may be considered for tavr with a conduit in the future.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the vessel size was noted to be 6.7 mm. In addition, the vessel was reported to have moderate calcification and mild tortuosity. The exact cause for the reported dissection cannot be confirmed but it is likely that patient factors (<7mm vessel size) contributed to this event. There was no report of device malfunction. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilator in a calcified vessel may result in or contribute to vessel damage. No further actions are required at this time.